Event description:
It was reported that the patient went to the emergency room (ER) with altered mental status changes. He was found to have a urinary tract infection (uti), and an elevated white count and creatinine level. Per the physician, he had been on a stable pump dose for a while, but since his renal function was poor, that he may not have been metabolizing the medications the same. A dose decrease was made. The patient required hospitalization and reprogramming. At that time, it was believed by the physician that the altered mental status was related to the urinary tract infection, which resulted in decreased kidney function. Additional information received reported that when the patient presented with altered mental status changes, the patient improved with administration of narcan; therefore, indicated possible opioid overdosing. The patient was stable after continued pump use. The pump system was being used to infuse infumorph, and bupivacaine.

Manufacturer narrative:
Concomitant product(s): product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).